Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on (B)(6) 2022 driving cap broke off inside insertion handle during insertion of nail while doing an femoral recon nail for a midshaft femur. Procedure was complete with no surgical delay. Concomitant device reported: unk - nails: frn (part# unknown; lot# unknown; quantity: 1). This complaint involves two devices. This report is for one driving cap/threaded. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection. Visual analysis of the photo revealed that the tip of the driving cap/threaded has broken intraoperatively. The broken part has separated into 2 or more pieces. The broken fragment of the threaded tip is not visible in the images provided. No other problems was reported. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for driving cap/threaded. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.